Event description:
During baxter's functional testing, a spectrum pump alarmed "door not fully latched." There was no patient involvement.

Manufacturer narrative:
MFR ref no (B)(4). Baxter received and evaluated the device. The symptom of "door not fully latched" was confirmed through eval. This condition was caused by a loose upper link screw. The link screws were replaced.